Event description:
Consumer stated that the heating pad caused a burn to her back. She did seek medical attention for the injury. Consumer was laying on the heating pad which is contrary to proper use instructions.